Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted incisional hernia surgical procedure, one of the branches of the force bipolar instrument jumped out of the joint. A hook in the distal joint was left sticking out. The instrument lost function and could not be pulled out of the trocar. The instrument had to be undocked with the entire trocar. The hook was pressed back in place to free the instrument from the trocar. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected before use and no damage was detected. The issue occurred during a stoma hernia procedure. There were no collisions with other instruments. The instrument joint was bent in a normal position, and the joint jumped off. The instrument and cannula were removed together since the wrist could not be straightened because a part in the joint was sticking out. There was no increase in port incision. The joint was pushed back together so the instrument could be removed from the trocar. The instrument could not be opened or closed inside the patient before the removal. It was stuck in the bent position with the part of the joint pointing out. No fragments fell inside of the patient's anatomy.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have two bent grips causing them to be misaligned. The offset at the tips was 0.43 mm. The grips were not found to be cracked. Root cause of bent instrument grips-tips are attributed to damage during use, as moderate misalignment of grip tips can occur due to grasping hard tissue or objects, or through collision with other instruments.

Event description:
Refer to h11 for follow-up information.